Event description:
Boston scientific crm received information that the right atrial (ra) lead exhibited an increased threshold measurement of 4.0v at 0.5ms. The ra lead was explanted due to dislodgement and a new lead was successfully implanted. It was noted that the lead will not be sent back for analysis. No adverse patient effects were reported. No additional information related to this event is available to the company at this time. If additional information becomes available, the event will be updated as necessary.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.